Event description:
A vaxcel plus dialysis catheter was inserted for therapeutic purposes on an unk date. The dialysis catheter was scheduled to be removed in 2005 due to an infection. The catheter was removed but the dr needed to spend extra procedure time removing the cuff from the pt. The pt was placed on antibiotics and another catheter was expected to be replaced at a later date.